Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, pump read "low." Low bg cause was not known. Customer consumed glucose tablets. Issue occurred in the past, therefore no additional information was obtained.